Manufacturer narrative:
The hill-rom technician found a worn out right head brake caster due to age. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located at the account in room 527. There was no patient/user injury reported.